Event description:
Customer and cardioquip technician both observe bacterial contamination within the device.

Manufacturer narrative:
Cardioquip service was notified by the customer that the device had tested positive for ntm, via internal testing at their facility. Following a delay due to temporarily ceased communication, a cardioquip technician gained access to the device during preventative maintenance. Due to the discoloration seen in the tubing, the technician submitted pictures to cardioquip epidemiology and epidemiology recommended that the device receive an internal water pathway replacement. Due to multiple devices at the customer facility needing repairs, the customer decided to send in one device at a time and, therefore, as of the date of this report, the device has not been received at cardioquip.